Manufacturer narrative:
(B)(4).

Event description:
The manufacturers's representative (rep) reported that the patient connected the antenna to the programmer, placed the antenna over the device and pressed the sync key on the programmer but then only saw a screen with an "I" in a circle and could not proceed beyond that screen. The rep confirmed it was not the poor communication screen on the patient programmer (pp). They put new batteries in the programmer. It was later noted that it was an exclamation point on the screen. No symptoms were reported. They had been working with the patient and having issues connecting for a couple of days prior to the report. It was not confirmed when the patient first noticed the issue. Additional information form the rep reported that the message indicated that the programmer could not communicate with the neurostimulator. It was determined that the neurostimulator needed replacement. They were unable to read any sign of activity of the neurostimulator from the clinician programmer or pp. The action taken to resolve the issue was that the patient was scheduling a battery replacement. No further information was provided about this event. Follow-up information was added to the event. If additional information is received, a supplemental report will be sent.